Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80% stenosed, 28mm in length, eccentric, de novo target lesion was located in the moderately tortuous, severely calcified, and 2.5mm in diameter proximal left anterior descending artery. Predilation was performed using a 2.0x20 balloon catheter leaving 75% residual stenosis in the lesion. A 28x2.50 promus premier drug-eluting stent was advanced however resistance was encountered and the device failed to cross the lesion. The device was removed and it was noted that the tip of the stent itself was deformed. The procedure was completed using a different device and post-dilatation was performed using a 2.5x20mm balloon catheter. No patient complications were reported and the patient's status was good.